Event description:
It was reported to boston scientific corporation in 2008, that an endovive safety peg kit pul method device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure two days prior. According to the complainant, the safety scalpel was in lock down out of the package and could not be unlocked. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore the device MFR date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The may 15-month initial g-tube-enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.